Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display screen has pixel lines across the screen, making it difficult to read. The customer also indicated that the pump's vibrate feature does not work, even after a self test was performed. Additionally, the customer indicated that the esc button is not working properly. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape button dome switch, no vibration during self test due to broken vibrator motor wire and was missing segments due to cracked zebra connector on the lcd board. However, the keypad connector was fully locked the insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.